Event description:
The customer reported that during a patient event, their device would not detect the patient connection through the defibrillation therapy electrodes. There was no report of any adverse outcome as a result of the reported issue. No further details about the patient or the event were available.

Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer advised that he was unable to duplicate the reported issue. The defibrillation electrodes used during the event were not provided to him for examination. There was no service indicator, nor were there any event codes in the device's memory. After observing proper device operation through functional and performance testing the unit will be placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.